Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the device was no longer working and presented distal cylinder crossover. The device was removed and a new ipp was implanted. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.